Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that the x-rays provided are undated but support the surgeon¿s report of possible too much extension in the femoral component. Based on the information provided, the root cause of the reported joint instability was reportedly due to the femoral component being extended too much, of about ¿15 degrees¿. The future impact to the patient, beyond the revision, cannot be determined. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
A revision surgery was performed on the patient on 2018. No information is available.